Event description:
It was reported a sheath kink and aborted procedure occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system. Due to vessel tortuosity, the was became kinked and the procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Device technical analysis the returned product consisted of a watchman access system (was) without the dilator. The hub, sheath, and tip device were visually and microscopically inspected. Inspection revealed that sheath kinks were present 4.5cm, 25cm, and 51cm proximal of the device tip. Product analysis confirmed the reported event of a was sheath kink. Photographic media depicting the was post procedurally was provided and reviewed by a boston scientific quality engineer. The single photograph depicts the was sheath with a kink in the distal section of the device. The media confirmed the reported event of a device kink.

Event description:
It was reported a sheath kink and aborted procedure occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system. Due to vessel tortuosity, the was became kinked and the procedure was aborted. No patient complications were reported.